Event description:
A report was received that during a lead revision, the physician tried to move the lead down and since there was too much scar tissue one of the lead contacts come loose. The physician replaced the paddle lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.